Event description:
It was reported that during a posterior fusion, level t10 to l2 the surgeon was using the matrix simple persuader and it was not working properly. The handles were extremely hard to squeeze. The surgeon selected another and resumed the procedure. The surgeon was performing the final tightening and a total of three drivers were stripping, the caps and all three tips broke. The caps did not need to be replaced and all three tips were retrieved. The procedure was completed with no further problems. This is 1 of 2 reports for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)